Event description:
Caller states that during a proficiency study, the following results were obtained on the coaguchek s system: 6.9 inr with a mean of 4.6 inr; (survey range 2.7 - 6.5 inr); no adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.